Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was removed from the sheath as the luer of the balloon catheter became loose. Additionally, the mapping catheter was physically bent. The balloon catheter and mapping catheter were replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 22262 and data files were returned and analyzed. The data files showed system notice #50032 ¿the safety system has detected a compromised outer vacuum¿ in application three and at least 17 applications were performed with this catheter on the date of the event. The files also showed at least two more applications were performed with a non-returned balloon catheter afapro28 with lot number 57859 without any issue on the date of the event. The file confirmed multiple system notice #50005 ¿leak detection¿ between the use of second catheter. Visual inspection showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for 17 applications on the event day. The catheter failed the performance test because the system notice #50005 "the safety system has detected fluid in the catheter and stopped the injection" appeared during the integrity test. The dissection test showed multiple kinks on the guide wire lumen at 0. 7522 inch, 1.1825 inches and 2.824 inches from the tip of the catheter. The pressure test showed a breach through the kink at 1.1825 inches from the tip on the guide wire lumen. Since the guide wire lumen kinked and breached, the pressure could change and the system notice #50032 "the safety system has detected a compromised outer vacuum" appeared. Afterwards, blood touched the wire inside of the balloon and the system notice #50005 "the safety system has detected fluid in the catheter and stopped the injection." Appeared. The luer on the balloon catheter was not broken or damaged. In conclusion, the broken luer was not confirmed through testing. The balloon catheter failed the returned product inspection due to the kink and breach on the guide wire lumen. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.